Event description:
The complainant reported a (B)(6) asian male had impella cp smart assist pump inserted in the left femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had access site bleeding and blood transfusion was administered.

Manufacturer narrative:
Device discarded by customer. The impella cp smart assist pump was discarded by the customer therefore a failure analysis investigation cannot be completed.